Event description:
During an internal hemorrhoid ligation, the physician used two (2) cook 6 shooter saeed multi-band ligators. It was reported that three (3) bands successfully deployed from the first device but the fourth band could not be released and the endoscope twisted. The physician then continued with a second device but again, the fourth band could not be released after 3 bands successfully deployed. The physician loosened the trigger cord and retracted the endoscope from the patient and tried to release the remaining bands which was very difficult. The physician completed the procedure with manually ligation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved were returned in 2 open boxes from the lot number provided in the report. The label matches the product returned. Only the handles with trigger cords still wound on them and the barrels with 1 band remaining on each one were received as the return. The trigger cords were no longer attached to the barrels. The irrigation adapters and loading catheters were not included in the return. 374317-1 returned sample: the handle, trigger cord and barrel were laying inside the box as the tray was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 1 band remained on the barrel when received. Although there was one band still in place on the barrel, a functional test could not be performed as the trigger cord was no longer in place on the barrel. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. 374317-2 returned sample: our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 1 band remained on the barrel when received. Although there was one band still in place on the barrel, a functional test could not be performed as the trigger cord was no longer in place on the barrel. A visual examination of the device was performed. Prior to removing the trigger cord from the handle, it was observed that the proximal knot of the trigger cord had not been placed into the slit on the two-way handle. The trigger cord was then examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices confirmed the report as 1 band still remained on the barrel of each returned device. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The user stated the "endoscopy twisted" , this can be indicative of a compromised endoscope channel. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.